Event description:
Pt sister reports ventilator alarmed low pressure at 0430. She responded to alarm- looked for leaks in system (vent circuit) removed main flow hose and filer from front of machine and reattached. Vent started functioning for 2-3 minutes then low pressure alarmed again and vent was no longer cycling. Pt sister put pt on backup vent.